Event description:
Voluntary medwatch # (B)(6). It was reported that during a stenting treatment procedure the patient expired. A taxus express2 stent was implanted at an unspecified time. The patient presented to the cath lab for a routine heart catheterization procedure. During the procedure the patient expired. The cause of death is unknown.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).